Event description:
The operator reported that the door suddenly came down on operator's hand while operator was trying to push a jammed basket out from under the closing door. The facility reported that the operator sustained a cut on operator's finger and required 6 stitches.